Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 500 mg/dl and ketones. It was also reported that the insulin pump had a large crack on the case. The nurse asked to have the insulin pump replaced. Unable to troubleshoot due to the request to replace the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube.